Manufacturer narrative:
Concomitant medical product: model: 5076-52, lead; implanted: (B)(6) 2016. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's legal counsel had issued a writ of summons with a non-specific complaint regarding the patients device(s). No additional information has been received. No patient complications have been reported as a result of this event.